Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not latching. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 was not opening. A field service engineer replaced the inseparable magnet, removed the back panel, cleaned debris from the back of the station, opened the drawer, checked for debris, and inspected the cables to resolve. The system functioned as intended after the field service engineer repaired the device.